Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024). Device pending return.

Event description:
It was reported that one year three months and twenty three days post port placement via the right internal jugular vein for chemotherapy, the catheter was allegedly broken. It was further reported that the distal catheter segment was removed. Reportedly, the port body was removed. There was no reported patient injury.

Event description:
It was reported that one year three months and twenty three days post port placement via the right internal jugular vein for chemotherapy, the catheter was allegedly broken. It was further reported that the distal catheter segment was removed. Reportedly, the port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard port MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted approximately 12.9cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be round. A small split was noted under the break regions. Upon infusion, a leak from the partial circumferential break on the attached catheter was observed. Therefore the investigation is confirmed for the reported fracture. However the investigation is unconfirmed for the reported material separation issue as there was no objective evidence obtained from the evaluation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.